Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and a missing IV pole. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarm" issue. However, the fse was able to verify the alarm in the iabp¿s diagnostic error log and also noticed that the helium was low, so the helium tank was replaced and performed an autofill test. The iabp was able to pass the autofill test and was completed without error. The fse ordered a replacement IV pole and installed it. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and a missing IV pole. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.